Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed fault code 16 (timeout moving to take-up position) error message" was confirmed based on the review of the archive data and during functional testing. During the investigation, the drivetrain motor of the autopulse platform was observed corroded/rusty, which caused the autopulse platform to display the fault code 16. The likely root cause for the corroded drivetrain motor is due to humidity. This type of corrosive damage is indicative of infrequent daily checks, storing the device in a location with high ambient humidity, and/or overtime usage of the autopulse platform. However, user mishandling/neglect cannot be ruled out. Frequent daily device checks and storing the platform in a less humid environment could reduce the likelihood of corrosive damage to the drivetrain motor. During the visual inspection, a cracked top cover was observed on the autopulse platform, unrelated to the reported complaint. The physical damage was likely due to mishandling, such as a drop. The top cover was replaced to address this issue. During initial functional testing, the autopulse platform displayed a fault code 16 error message upon powering on, thus confirming the reported complaint. The autopulse platform did not achieve the target depth for take-up within the specified time (~5 secs). Observed the drive train motor had rust/corrosion at the brake housing area. The brake assembly was seized from the corrosion and prevented the brake to open or close during activation. The corrosion was removed by cleaning it with isopropyl alcohol (ipa). After the corrosion was removed, a brake gap inspection was performed, and it was verified that the brake gap was within the specification. A review of the archive data showed multiple fault code 16 (timeout moving to take-up position) error messages to have occurred on the customer's reported event date, thus confirming the reported complaint. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed fault code 16 (timeout moving to take-up position) error message. The crew performed manual CPR. No consequences or impact to patient.